Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed fracture due to fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient has contacted depuy legal department by letter requesting reimbursement for out-of-pocket expenses and lost wages due to a revision due to instability. It is unknown at this time which part(s) were removed. Update rec'd (B)(4) 2014- legal correspondence received. Patient's explants were received by (B)(4) and sent to (B)(4) for evaluation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014 update rec'd (B)(4) 2014- (B)(4) received the tibial insert and determined that the component was also fractured. The MDR decision has been reversed and the complaint updated accordingly.